Event description:
It was reported that an unknown number of tria ureteral stents were used in an unknown number of procedures. It was noted that the stents were difficult to place past impacted stones and that the patients were in a lot of pain upon removing the stents.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a150207 captures the reportable event of stent difficult to remove. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a150207 captures the reportable event of stent difficult to remove. Note: blocks b5, d6b, e1, have been updated based on the additional information received on december 16, 2025. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of tria ureteral stents were used in an unknown number of procedures. It was noted that the stents were difficult to place past impacted stones and that the patients were in a lot of pain upon removing the stents. Additional information was received on december 16, 2025, stating that, the stent was removed in the office on (B)(6) 2025, and another of the same device was replaced in the ureter.